Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 108 mg/dl and the sensor glucose was 58 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was unknown. Threshold/low suspend limit in sensor setting was unknown. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The device will not be returned for analysis.